Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found the needle cover was damaged. The following information was provided by the initial reporter. The customer stated: ¿the patient was intubated and breathing was assisted by the ventilator. The doctor issued a blood gas doctor's order, checked the blood gas value of the patient, understood the oxygenation condition of the patient, tore the outer packaging of the blood gas needle, found that the needle cover was damaged, promptly replaced, and reported the adverse events."